Manufacturer narrative:
(B)(4). G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - impactor. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument to impact the glenosphere the tip of the instrument fractured. A back up instrument was used to complete the procedure. There was no report of foreign body retained or harm to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. Complaint can be confirmed through the returned product analysis. Visual evaluation was completed and found that the device was fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.